Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018, remote transmissions were reviewed and noted that the patient experienced ventricular tachycardia on (B)(6) 2018. High voltage therapy was delayed due to low impedance on the right ventricular lead. The patient presented for lead revision procedure on (B)(6) 2018. During the procedure, the right atrial lead exhibited insulation tear so the right atrial and right ventricular lead were both capped and replaced on (B)(6) 2018. The implantable cardioverter defibrillator was also prophylactically explanted following the advisory for premature battery depletion. The patient was stable throughout the procedure.